Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the attachment was getting hot, running rough and noisy during procedure. Troubleshooting was performed by undoing and relocking the device. The operation was completed with only a slight delay due to back-up handpiece was plugged in. There was no patient or staff impact.

Manufacturer narrative:
Analysis found that there was no fault in the device. If information is provided in the future, a supplemental report will be issued.